Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet insulin pump¿s display intermittently went black while the device continued to vibrate and beep, later powering back on with visible lines on the screen, and the device casing separated exposing internal components, which the user taped closed; a replacement pump was provided and the original was returned. Symptoms included hyperglycemia with blood glucose values reported over 400 mg/dl for several hours after the user discontinued pump use. Outcomes included use of backup subcutaneous insulin via multiple daily injections and no professional medical intervention. Investigation included review of user reports, collection of return logistics, and receipt of the returned device for assessment. Investigation of this device revealed a screen visibility malfunction and enclosure integrity failure consistent with a hardware and housing/display component issue. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.